Manufacturer narrative:
Expiration date/manufacturing date: added. Device evaluated by mfg: corrected. The device history record review confirms that the device met all material, assembly and performance specifications. Visual and microscopic inspection of the returned device revealed that the device was slightly kinked and ptfe coating was scrapped off at the proximal end. Functional testing revealed slight friction that was experienced when the guidewire was advanced through a demo transform catheter. The guidewire torque revealed to be not smooth. Per the device directions for use (dfu): ¿excessive tightening of the torque device onto the wire may result in abrasion of the coating of the wire. As the device dfu specifically precautions that excessive tightening of the torque device can lead to ptfe peeling, therefore not following the manufacturer¿s instruction during use may have caused the reported issue.

Event description:
Preliminary analysis of the returned guidewire (subject device ) revealed that the ptfe (polytetrafluoroethylene) coating of the device was scraped. No patient consequences reported in relation to this event.

Event description:
Preliminary analysis of the returned guidewire (subject device ) revealed that the ptfe (polytetrafluoroethylene) coating of the device was scraped. No patient consequences reported in relation to this event.